Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial/lot #: (B)(4), ubd: 16-may-2021, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown concentration of fentanyl at 100 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the pump and a partial amount of the catheter had eroded through the skin at the pump pocket and suture insertion site and was visible. The erosion was noticed during a normally scheduled refill by a pentec representative who notified the patient's hcp on (B)(6) 2020. It was reported that there was no obvious infection and the patient was asymptomatic. The patient had low to normal white blood cell count. No underlying medical issue was known. The patient had a small body frame but was not emaciated. The patient had very slow wound healing around the pump pocket that ultimately opened back up and the skin began to erode. The patient was on antibiotics weeks to possibly months prior to the date of the event due to the slow wound healing. The hcp removed the patient's pump and catheter on (B)(6) 2020 at a hospital near the patient due to the inclement weather. The explanted pump and catheter were not replaced, but would be replaced in the future. The hcp collected what was explanted and intended on transferring the products to the rep for return. The issue was not considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported. The patient¿s medical history included hypertension.

Manufacturer narrative:
Continuation of d11: product ID: 8780; lot# serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2020; product type: catheter; h3: the pump was returned and no anomalies were found. The catheter was returned and visual inspection identified there was damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.